Manufacturer narrative:
Customer returned pump for an alleged audio/vibrate anomaly/absence of alarm/absence of alert on low/suspend on low, possible over delivery anomaly, brought in by an ambulance, visit to emergency room, ems dispatched and was hospitalized for low bgs found on (B)(6) 2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted. The pump was programmed with a test guardian 3 link sensor and the glucose sensor simulator. Programmed the sensor low settings for 90 mg/dl and turned the alert on low, suspend on low, and resume basal alerts on. Pump was monitored, the glucose sensor simulator bg level was lowered, and the alert on low, suspend on low, and resume basal alerts activated at 90 mg/dl properly with audio alerts. No absence of alerts or suspend anomaly noted. No audio/vibrate anomaly/absence of alarm/absence of alert on low/suspend on low noted during the testing. In further full review of the pump history/traces on the event date of 11-may-2023 , there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 11-may-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 525000 (52.5 u) dailytotalofbasalinsulindelivered: 187000 (18.7 u) dailytotalofbolusinsulindelivered: 338000 (33.8 u) (B)(6) 2023 02:45:15.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1bgcorrectionplusfoodbolus (8) normalbolusamountprogrammed: 103000 (10.3 u) bolusamountdelivered: 103000 (10.3 u) (B)(6) 2023 11:00:49.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 235000 (23.5 u) bolusamountdelivered: 235000 (23.5 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 11-may-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 12:57:00.000 sgcalibrationerror (776) was recorded and found in the formatted history file on: (B)(6) 2023 22:52:02.000 sensorerroralert (801) was recorded and found in the formatted history file on: (B)(6) 2023 11:35:03.000 (B)(6) 2023 11:45:00.000 (B)(6) 2023 19:38:11.000 (B)(6) 2023 19:48:00.000 (B)(6) 2023 20:12:19.000 (B)(6) 2023 20:22:00.000 (B)(6) 2023 20:47:18.000 (B)(6) 2023 20:57:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 02:45:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 12:23:39.000 (B)(6) 2023 12:24:29.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 12:16:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 1:32:00 am. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert and replace battery alert. No unexpected low battery alert and replace battery alert noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for audio/vibrate anomaly/absence of alarm/absence of alert on low/suspend on low and possible over delivery anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 38 mg/dl at the time of the event. The customer was hospitalized and rushed to emergency service. Troubleshooting was performed, and it was found that the pump did not suspended insulin and not given any alerts. It was unknown whether the customer was using the insulin pump within 48 hours of the event, and whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.